Event description:
Once access was made into the right femoral artery an angiography catheter was inserted and the cordis sv-5 guide wire was inserted. The interventionalist was manipulating the wire up through the femoral artery toward the right axillary artery that was noted to have a total occlusion. (The patient's psh included a prior stent placed in the right axillary artery.) The md noticed on flouro that one of the threads of the guide wire had unraveled. The wire was removed intact without incidence. The wire was placed in a biohazard bag and retained by the department director. The manufacturer's rep was called and made aware of the incident. The wire will be returned to the rep.======================manufacturer response for interventional guide wire, sv-5 wire (per site reporter).======================manufacturer's rep, jamie kauffman, 954-654-0707, was contacted by ccl and made aware of the event.